Event description:
It was reported patient underwent a knee arthroplasty in 1992. Subsequently, patient was revised on an unknown date due to a peri-prosthetic femur fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown . Expiration date - unknown. Date implanted 1992. Date explanted - unknown. PMA/510(k) number / manufacture date - unknown.

Event description:
It was reported patient underwent a knee arthroplasty in 1992. Subsequently, patient underwent a trauma procedure on an unknown date to correct a peri-prosthetic femur fracture. There were no parts removed or replaced during the procedure.